Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed severe back pain from the weight of the lifevest. The patient reported that he had a bad back, and the lifevest was making his back problems worse. The patient's doctor provided him with an injection in his back to relieve the pain. The patient reported that the back pain was improving.